Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), product type: lead. Product ID: 977a260, serial# (B)(6), product type: lead. H6. Correction: a180104 doesn't apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that about 6 months ago they started having sharp, stinging pain in the thoracic area. Patient stated that the pain would go away after they laid down or took pain medication. Pt said that they were losing feeling around the scar area and where the wires (leads) were. Patient noted that the unit still worked. Patient mentioned that they talked to their healthcare provider and that the healthcare provider wanted the patient to do x-rays to check the leads. Pt said that they were going to see hcp at 11 am today to go over the results. Pt said that the leads were terminated at t8 and t9 and that they had some fluid that was noticed the beginning of this year right below it on a MRI. Patient inquired if the unit would stop working if the leads migrated or terminated. Patient said that they had three programs that were still working. Patient was redirected to healthcare provider to further address the issue.